Event description:
During a coronary stenting treatment procedure, the express2 12mm x 3 mm stent embolized. The physician attempted to direct stent a lesion in the mid-lad, but while retracting to position the stent, the guide catheter deep-seated, so the stent was removed. The lesion was then dilated with another balloon dilatation catheter. The same express2 stent was again advanced to the lesion, but could not be positioned satisfactorily. Upon retracting the stent from the lesion, the stent was lost in the proximal lad. Attempts to retrieve the stent were unsuccessful and the undeployed stent was secured against the artery wall with a balloon catheter. Thrombus was then visualized in the lad and the patient was sent emergently to the operating room for single vessel bypass surgery. The patient did well post-operatively.